Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pains") and rheumatoid arthritis ("tendinous cyst on left hand with positive rheumatoid serology") in a female patient who had essure (ess205) (batch no. 509808) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient experienced arthralgia ("joint pain") and fatigue ("fatigue"). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and synovial cyst ("tendinous cyst on left hand with positive rheumatoid serology"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrorrhagia"). The patient was treated with prednisone (cortancyl), hydroxychloroquine phosphate (plaquenil) and surgery (tube resection in 2011 and subtotal hysterectomy in 2017). Essure (ess205) was removed. At the time of the report, the pelvic pain, rheumatoid arthritis, synovial cyst, arthralgia, fatigue and metrorrhagia outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, metrorrhagia, pelvic pain, rheumatoid arthritis and synovial cyst with essure (ess205). Diagnostic results: (B)(6) 2016: positive rheumatoid serology. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2017: quality-safety evaluation of ptc. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-dec-2017 for the following meddra preferred term: pelvic pain ¿ analysis in the global safety database revealed 8.981 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pains") and rheumatoid arthritis ("tendinous cyst on left hand with positive rheumatoid serology") in a female patient who had essure (ess205) (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced arthralgia ("joint pain") and fatigue ("fatigue"). On (B)(6) 2006, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and synovial cyst ("tendinous cyst on left hand with positive rheumatoid serology"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrorrhagia"). The patient was treated with prednisone (cortancyl), hydroxychloroquine phosphate (plaquenil) and surgery (tube resection in 2011 and subtotal hysterectomy in 2017). Essure (ess205) was removed. At the time of the report, the pelvic pain, rheumatoid arthritis, synovial cyst, arthralgia, fatigue and metrorrhagia outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, metrorrhagia, pelvic pain, rheumatoid arthritis and synovial cyst with essure (ess205). Diagnostic results: (B)(6) 2016: positive rheumatoid serology. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.